Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing on the right atrial (ra) channel. Technical services (ts) determined ra undersensing is due to device sensitivity programming. Ts found due to ra undersensing there is fall back pacing delivered when not required. In addition, ts found far-field oversensing but it was blanked appropriately and not sensed. Ts provided reprogramming recommendations. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing on the right atrial (ra) channel. Technical services (ts) determined ra undersensing is due to device sensitivity programming. Ts found due to ra undersensing there is fall back pacing delivered when not required. In addition, ts found far-field oversensing but it was blanked appropriately and not sensed. Ts provided reprogramming recommendations. Additional information from the field representative provided reprogramming was completed. This crt-d remains in service. No adverse patient effects were reported.